Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has a sensor failure. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or use harm. Per a good faith effort response received, it was confirmed that the device was getting error code 1203 alarm message: low leak ¿ co2 rebreathing risk error. While troubleshooting, a flow sensor was replaced which brought the device to be normal. However, the customer declined repair. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.